Manufacturer narrative:
The sample was collected in a li heparin tube. Ckmb qc was within the customer's established ranges prior to the erroneous results. A system check performed on (B)(4) 2010 met specifications. Service was declined by the customer. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) with discrepant ckmb results generated by the unicel dxi 800 access immunoassay system for one patient. The original result was within the reference range. Upon repeat the customer obtained discrepant results twice. The sample was re-centrifuged and the result obtained was within the reference range and was reported. The discrepant results were not reported outside of the lab. The result was within the reference range when the sample was run on another instrument, before and after re-centrifugation. There is no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.